Manufacturer narrative:
One 5.0 twinfix ti anchor assembly was returned for evaluation. Visual assessment of the device confirmed the reported breakage. A portion of the anchors eyelet has been broken off. The inserters shaft is aligned within print specification with the handle. A review of the clinical details could not confirm if the insertion site was predrilled. The condition of the device indicates it was subjected to excessive forces during insertion. Per the devices instructions for use under ¿caution: excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor. If more torque is required to insert the anchor, stop and ensure that the anchor size, drill hole size, and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the drill hole size to achieve optimal insertion force". There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery there was a dislocation of the handle and the anchor. No patient injuries or delay reported. Surgery was finished using a back-up device. Results of investigation have concluded that the anchor broke during insertion.